Event description:
Doctor was using the bovie, and then he looked down and said that the bovie had burned the patient, and that he believed the bovie was faulty. Team proceeded to disconnect the bovie and provide a new one and a new tip.